Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a cartridge alarm occurred. Reportedly, the pump was within the allowable operating altitude range at the time of this alarm. Customer¿s blood glucose (bg) level was displayed as "high"; however, a specific value was not provided. The customer addressed elevated bg with a manual injection. Reportedly, the customer reverted an alternative method of insulin therapy. Additionally, it was ported that insulin drips were not observed to be exiting the tubing during the load fill process.